Manufacturer narrative:
Analysis of programming history showed patient was set to 0ma in 2007. Device malfunction is suspected, but did not cause or contribute to a death.

Event description:
The reporter indicated that the patient "...is reporting no feeling of stimulation for about two weeks" and that about two weeks ago the patient dropped a couch and it hit his chest." Reporter also indicated that interrogation of the patient's device indicated that the device was set to 0ma. The patient's device was successfully reprogrammed back on to 0.25ma. Good faith attempts are being made for more information.